Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2021, the patient underwent an endovascular procedure utilizing the gore® excluder® aaa endoprosthesis. On (B)(6) 2024, the patient underwent a reintervention procedure during which a coil embolization was performed for a possible type ii endoleak. The fsa was not present during the procedure and was not informed of the reintervention until july 8, 2026, by the physician. On (B)(6) 2025, an angiogram was performed and revealed no evidence of a type ii endoleak. On (B)(6) 2026, follow up CT imaging was performed, measuring the aneurysm sac at 7.0 cm × 7.8 cm. On j(B)(6) 2026, additional CT imaging was performed as part of routine surveillance and demonstrated no significant change in aneurysm sac size compared to the prior imaging, with an increase of approximately 1 mm. The patient was reported to have a good proximal neck seal and good iliac seal zones. No additional reinterventions were reported following the coil embolization procedure.